Event description:
It was reported that the patient had a ¿real big scar¿ from his two surgeries because the wound would not close. The area appeared like the patient had been ¿shot with a shotgun¿. It was stated that the second wound took about nine months to fully close. It was later reported that following a pump replacement in (B)(6) 2010 the patient experienced a seroma. An additional operation was performed to close the wound on (B)(6) 2010. There was some aspect of infection which caused the wound to take longer to heal. The patient experienced chills, serous drainage and weight gain. The patient had continuing pain mostly on the left side of the low back as well as the buttock and upper thigh. It was noted that the wound was open and in very close proximity to the entry site for the refill needle. The alarm volume was decreased and the morphine dose was also decreased to ¿buy as much time as possible¿ until the pump would have to be refilled. The pump alarm date was (B)(6) 2010. The issue resolved with antibiotics (rifampin and bactrim). Therapy was good after the issue resolved.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).